Event description:
The patient experienced pain at the implant site. The patient was treated with antibiotics (type unknown); however, the treatment was not successful. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.